Event description:
A us distributor reported that a battery would not power on a monitor.

Manufacturer narrative:
Device evaluation of battery 86509163 has been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to the battery connector was damaged and would not fit into a monitor. The root cause for the damaged connector could not be positively identified. There were no adverse events associated with the battery malfunction. Device evaluation of the battery pack has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There were no adverse events associated with the battery malfunction.

Manufacturer narrative:
Device evaluation of the battery pack has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There were no adverse events associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.